Event description:
Device has been explanted.

Event description:
Healthcare professional reported unknown side "broken device". Device remains implanted.

Manufacturer narrative:
Cont e1 phone number - (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.